Manufacturer narrative:
The device was received with operating currents within specifications. Unit passed self test, unexpected restart error test, displacement and basic occlusion tested. Unable to prime unit during prime/unexpected restart error test due to faulty fsr (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Unit received with intermittent up arrow and down arrow buttons due to flattened dome switches (no crease) and unlocked lcd keypad connector. All bolus delivered during testing were properly recorded at the pump bolus history file. Unit received with cracked case at the battery tube threads. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that they experienced low blood glucose of 22 mg/dl. Customer¿s current blood glucose was 131 mg/dl, 255 mg/dl, 201 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The drive support cap appears normal. Based on customer report customer did not allege pump was under delivering. The insulin pump will be returned for analysis. Frn 3ml mmt-332a; quick set mmt-397.